Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle ar-12990n-1 (lot: 15320194) broke in the tool ar-12990 (lot: 15240934) on the first attempt to use it. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-12990n-1 with batch 15320194 noted that the distal end of the knee scorpion needle is broken off (see evaluation pictures 1 + 2). No broken pieces were returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause of this condition was striking bone or using excessive force to pass the needle through fibrous/calcific tissue. The dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.